Event description:
The customer reported that his olympus hd autoclavable camera head was presenting an intermittent image during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. No image was present when the cable was moved around. Additionally, dead pixels were noted in the image. The coupler stopper was not functioning properly and the cable itself failed the leak test. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 11 years since the subject device was manufactured. Based on the results of the investigation, the reported phenomenon was confirmed, the cable was broken inside. Olympus will continue to monitor the field performance of this device.